Manufacturer narrative:
(B)(4)

Event description:
It was reported that a post-op patient presented to the hospital with chest pain and pericardial effusion. Perforation of the right ventricular wall was noted. Pericardial effusion was successfully drained. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.